Event description:
New information received indicates the atrial lead oversensed noise, which triggered inappropriate mode switches.

Event description:
Related manufacturer reference number: 2017865-2024-01027. New information received indicates the atrial lead exhibited noise, not post-paced t-wave oversensing (pptwos) and the pacemaker was undersensing.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited post-paced t-wave oversensing. No changes or intervention was reported. The patient was in stable condition.